Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system after a usual dinner, with a reported blood glucose of 56 mg/dl despite initiating treatment when glucose was approximately 90 mg/dl; meal bolus and post-meal insulin delivery were reported as consistent with prior experience, and a steel cannula 6 mm infusion set was in use. Symptoms included low blood glucose without reported physical symptoms. Outcomes included self-treatment with oral carbohydrates (cookies and cola) and return to range with upward trend, with no medical intervention or hospitalization. Investigation included troubleshooting and education by phone regarding hypoglycemia management. Investigation of this case revealed no device alarms or malfunctions reported and no identifiable device-related issue, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.